Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after the pump was in water for approximately one minute. The customer's blood glucose level was not impacted. The customer cleared the alarm and resumed insulin delivery.